Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823111) was implanted via v-p shunt on unknown date with unknown setting, the patient developed meningitis and shunt obstruction was suspected. The valve was removed on (B)(6) 2022. It was unknown if the valve was replaced. The patient current condition is unknown.

Manufacturer narrative:
The hakim valve (ID 823111) was returned for evaluation: device history record (DHR) - the product code 82-3111 with lot cpgbvp, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; a needle hole over the needle guard was noted. The position of the cam when valve was received was 110mmh2o. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in over the needle guard. The valve passed the test for programming, occlusion, reflux and pressure. Root cause - no root cause could be determined as the technician could not confirm any occlusions with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no occlusion issues were noted.

Event description:
N/a.